Event description:
It was reported intima-ii y 20gax1.16in prn/ec slm had separation issues. The following information was provided by the initial reporter, translated from (B)(6): "in the hepatobiliary surgery, during enhanced CT, the prn fell off while the white end was injected with photoagent"

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0357724. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the event description provided, our engineers were able to determine that the root cause for this event is most likely related to use. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0357724. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the event description your were able to provide, our engineers were able to determine that the root cause for this event is most likely related to use. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported intima-ii y 20gax1.16in prn/ec slm had separation issues. The following information was provided by the initial reporter, translated from chinese: "in the hepatobiliary surgery, during enhanced CT, the prn fell off while the white end was injected with photoagent".